Event description:
As reported, after deployment of the 5x15 palmaz blue stent on aviator, which was correctly positioned at the target lesion, it was observed that the balloon did not deflate properly and became trapped inside the stent. Due to this event, the stent and balloon assembly was successfully removed by the physician, and another stent was subsequently implanted in the patient. There was no harm, injury, or clinical impairment to the patient related to this event. Patient with renal artery stenosis underwent angioplasty with implantation of a palmaz blue stent. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. E1: ph # (B)(6).